Event description:
The core micro drill was sent in for eval because it was overheating during prior to a procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the motor housing was identified as the probable cause of the overheating described.